Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device did not indicate any product quality deficiency that would contribute to the reported failure to deploy the suture. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported failure to deploy suture could not be confirmed. Based on the reported information, our manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported failure to deploy suture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted during an arteriotomy closures of the heavily calcified right and the left femoral arteries using the preclose technique with a perclose proglide devices, prior to an endovascular aortic vascular repair (evar) procedure. The arteriotomy on the right was 8f. Reportedly, on the right groin the first proglide deployed successfully. During deployment of a second proglide resistance was felt during plunger removal and no suture was retrieved. A third proglide was successfully deployed. The sutures of the first and third proglides were used to achieve hemostasis. On the left groin, during deployment of a proglide device, using a 6f sheath, resistance was felt during plunger removal and no suture was retrieved. A second proglide device was deployed and when the suture was removed from the proximal guide the knot came out of the artery. Hemostasis was achieved after the evar procedure by surgical cut down and manually suturing with a 2/0 prolyne suture. The physician is trained in the use of the perclose proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo, sheath: 6f,8f,18f,16f, stent: cook evar stent. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two perclose proglide devices are being filed under separate medwatch MFR numbers.